Event description:
A patient implanted with a vns device called and reported that he is most likely going to have his device removed in the near future. He stated that he had nothing against the company, but that vns just 'never really worked for him'. The patient later called and reported that their lead wire was protruding and they were having neck spasms. Their device has been turned off and he will be seeing his surgeon for a consult to have device removed. No surgery date has been set at this time.